Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. During the inspection at the repair center, it was found that the metal contact of the light guide connector was dirty, causing b30 error. After cleaning the connector, no error was found in multiple tests. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had a b30 error. The issue was observed during preparation for use for a diagnostic bronchoscopy procedure. The procedure was completed with a similar device with no delays. No patient harm was associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to electrical contacts at the light guide (lg) connector got dirty while the user was handling the device which led to unstable connection. The event can be detected by following the instructions for use (IFU) which state: - inspection of the endoscopic image. The event can be prevented by following the instructions for use (IFU) which state: - connection to the light source. Olympus will continue to monitor field performance for this device.